Event description:
It was reported a balloon would not deflate during a procedure to occlude the renal artery one day prior to a scheduled nephrectomy. The scheduled nephrectomy was performed that day and included incidental balloon catheter removal. No pt complications ensued. The device was destroyed, therefore, no failure analysis will be available. Without an eval of the device or further info co cannot determine the exact cause for this event.